Event description:
It was reported this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 7f sheath hole prior to a micra procedure. A 7f sheath was used to perform bougie and the first prostyle device was implanted in the direction of 11 o¿clock. Reportedly, the second prostyle device was used and held at a 45-degree angle; however, its suture was not attached to the needle when the plunger was removed. The suture of a new prostyle device was successfully pre-placed and the procedure was completed using a 23f sheath. Hemostasis was achieved with the pre-placed sutures of the first and third prostyle devices. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy.

Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Reportedly, the account used a 23f sheath. It should be noted the electronic prostyle instructions for use (eifu) states: for access sites in the common femoral artery using 5f to 21f sheaths. In this case, the eifu deviation would not have contributed to the reported difficulties. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 1494 clarifier- indication for use.